Event description:
A hospital in (B)(6) reported via a distributor that a leak was found on the expiratory limb of an rt340 adult breathing circuit during the ventilator test. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 circuit was returned to fisher & paykel healthcare and visually inspected. Results: visual inspection revealed that the evaqua expiratory limb sustained a hole about 46cm from the patient end connector, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 130409. Conclusion: based on the inspection conducted, the subject evaqua limb appeared to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the complaint rt340 circuit was within specification prior to being released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms". - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."